Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the trunk cable connector was cracked. The root cause of the damaged trunk cannot be positively identified but was likely excessive force. No adverse event resulted from the damaged trunk cable connector. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt called zoll customer support to report that he was receiving a service code 204 (belt/monitor unusable). The pt was issued a replacement electrode belt.